Event description:
Left thoracotomy. Slc55g dlu was loaded on a pec200 and fired normally on first firing. Slcr55g reload was loaded and did not fire completely. Knife blade was left exposed. Another device was used to complete the case.